Manufacturer narrative:
Field b3 was updated in order to reflect the correct event date. Field d2 was updated to list the common device name.

Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia. Multiple shocks were delivered. The patient was hospitalized. This is not an expected device behavior. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient received inappropriate therapy for supraventricular tachycardia. The cardiac resynchronization therapy defibrillator (crt-d) delivered multiple shocks. The patient was hospitalized. No adverse patient effects were reported.